Manufacturer narrative:
We have reached out to the end user for additional information with no response yet. The DHR for this lot number was reviewed with no issues found related to the reported complaint. All devices were visually inspected 100% by manufacturing during packaging. There has been a total of (B)(4) sold of all lots with one additional complaint recorded for a similar occurrence in 2017 ((B)(4) complaint rate) once we have additional information and have completed our investigation a follow up report will be submitted. The report is being submitted late as we recently discovered that our passed attempts to submit were not received due to an old version of esubmitter.

Event description:
The customer alleged that the blue button detached from the hand piece while in use in the operative field. It was retrieved and removed from the table. There was no harm to the patient.

Manufacturer narrative:
After multiple attempts, no additional information was provided and the device was not returned for investigation. As a result, no further actions can be taken and the complaint will be closed. This can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or need for corrective actions a follow up report will be submitted. This report is being submitted late as recently discovered that our reports were not being accepted due to an old version of esubmitter.